Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Device information received.

Manufacturer narrative:
The main component of the system and other applicable components are : product ID: neu_stimloc_acc, implanted: (B)(6) 2018, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable electrical lead for unknown indications for use. It was reported that the burr hole cover screw was broken and it was impossible to fix to the skull of the patient. There were no external or environmental factors that led to the event, the event occurred through normal use and the other screws were fine. The healthcare provider (hcp) used a different screw and the issue was resolved. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the stimloc screw found damaged threads. If information is provided in the future, a supplemental report will be issued.